Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the ipsilateral retrograde approach. The 99% stenosed target lesion was an area of in-stent restenosis (isr) located in the moderately tortuous and severely calcified iliac artery. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation at an unknown pressure the balloon ruptured. The procedure was completed with a different device successfully. No patient serious injury or adverse event were reported.